Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle pierces/damages the catheter tip. The following information was provided by the initial reporter: we have received numerous reports with issues specific to the catheter tip coming apart or the needle bevel being angled and not usable. Details are below, 17 oct customer response: 1. What was the impact to the patient? Patient required an additional poke to obtain IV access 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Additional poke, risk of catheter piece detaching 3. Can you please provide an exact date of event in format dd-mmm-yyyy? 27-09-2024 4. Were samples contaminated? Yes, samples were used.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of the needle puncturing the catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation, which showed a needle protruding from the midpoint of the 20g nexiva IV catheter. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The physical sample exhibited damage consistent with the photo. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process could be identified from the photograph. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.